Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant attempt of the subject pacemaker into a pacemaker dependent patient, the device did not pace after lead connection. Three attempts were made to connect the leads, which included changing pacing polarity that were unsuccessful. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during the implant attempt of the subject pacemaker into a pacemaker dependent patient, the device did not pace after lead connection.. Three attempts were made to connect the leads, which included changing pacing polarity that were unsuccessful. Another pacemaker was subsequently implanted.